Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx device indicating that the battery test failed. There was reportedly no patient involvement. The rse remotely evaluated the device and it was determined that this was a malfunction of the battery. The customer ordered the replacement battery to resolve the issue. The device remains at the customer's site. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H3 other text : remote support provided.